Event description:
Additional information received from reporter on 6/21/2024 for report number mw5156505. Dexcom g6 sensor inaccuracy: 3:47 pm g6 reading 133, finger stick is 85. That is a mard of 56.5%, which is outside of the allowed 20% range.

Event description:
Dexcom g6 sensor inaccuracy: 2:05 pm g6 reading 121, finger stick reading is 96. That is a mard of 26%, which is outside of the allowed 20% range.